Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary : the complaint device was received and evaluated. Per service report, the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following activities were performed: unit modified according to guideline of manufacturer device modified according to customer order unit safety test (iec60601-1 / din en 62353) performed according to manufacturer's final test procedure with reference accessories functional test performed electrical safety test according to iec 60601-1 completed hipot test completed functional test according to test procedure completed defective o-rings replaced resistance value out of specs: handcontrol set replaced motor head loose - motor replaced "micro": preventive replacement of o-rings performed according to service manual "micro": upgrade "1.25" performed the root cause of the reported failure was determined to be the loose motor shaft found during evaluation. After the deficiencies were repaired, the unit was restored to specification and functions as intended. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that post operatively their micro tornado hand piece with hand controls does not hold burrs and needs service. The affiliate had requested to carry out the upgrade 1.25. Neither patient harm nor surgical delay was indicated. The procedure was completed by using a replacement device.